Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma, and capsular contracture.

Event description:
Patient reported left side "suspicion of infection in the breasts, as they were very swollen and stiff, also informed that patient had fever." Additional information noted patient continues to have pain, ultrasound report noted a small amount of liquid around breast and MRI concluded signs suggestive of capsular contracture baker grade unknown. "This has left the patient very worried and anxious", "patient is very concerned". The device remains implanted.

Event description:
Patient reported "baker grade IV capsular contracture" and cyst. Patient was treated with antibiotic therapy.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Healthcare professional reported "chronic inflammatory process." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6.